Event description:
The device was used during a femoral pop procedure. The clips did not advance properly. The surgeon used another instrument to complete the procedure.

Manufacturer narrative:
2/14/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.